Event description:
The patient received the scs system on (B)(6) 2009. It was reported that the patient did not have stimulation. The patient programmer and the charger were unable to locate the patient's ipg. The patient indicated that the ipg had not been charged for (B)(6). A new charger was sent to the patient. The replacement charger was unable to resolve the issue. The patient is scheduled for a revision. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.